Event description:
A patient reported that they were awoken by an infusion complete alarm before their infusion had completed. They powered off the pump and when they powered it on again the only option available was "new infusion". Medication was unknown. Infusion parameters were unknown.